Manufacturer narrative:
(B)(4). It was reported that 6 days postop, a patient with considerable cardiovascular comorbidities developed pneumonia and hypotension. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Pneumonia is a well-known postoperative complication that typically requires medical intervention and possibly even hospitalization for more aggressive medical management. Within a two-hour postoperative window, the protective reflexes of the oropharyngeal passages are depressed, and the patient can aspirate. The reason for postoperative pneumonia is typically due to aspiration of subglottic secretions containing bacteria. Once the bacteria enter the respiratory tract, they can replicate and advance into aspiration pneumonia. The microorganism causing pneumonia can enter the bloodstream or the body's response to the infection can be excessive, resulting in hypotension. Patient that have known history of respiratory or lung diseases such as copd, asthma, or are immune suppressed are at increased risk for developing this complication. Pneumonia is a procedural related complication resulting from intubation during the procedure and is considered a hospital-acquired condition. As the complaint indicates, a postoperative complication of pneumonia and hypotension developed, and medical intervention would be required for treatment. Additional associated products. Us154700 vanguard m uni brng b4 lm/rl lot# 478980. 161468 oxford twin-peg cmntd fem sm PMA lot# 881780. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial left unicompartmental knee arthroplasty and developed pneumonia and hypotension within a week of the procedure. No further discussion or information regarding intervention or outcome was provided.